Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the right anterior tibial artery. The 1.5mm x 20mm x 142cm coyote es balloon catheter ruptured at 10 atmospheres during the first inflation. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.